Manufacturer narrative:
A4-a6: unk. Claim #: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of a -9.5 diopter, was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved.